Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the distal end cover had a burn. In addition, foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The optical lens was found broken during the inspection. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU provides the following information related to the failure mode: ¿never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigation believes that its possible a high frequency endo therapy accessory may have been used without maintaining enough distance from the tip of the scope ¿ resulting in the melted failure mode. Olympus will continue to monitor the field performance of this device.